Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/12/2016. The fse confirmed the white blood cell (wbc) bath was not draining fast enough, causing an overflow during shutdown. The fse replaced valves (lv) 13, 14, and 15 with associated tubing and fittings, resolving the issue. The repairs were verified per established procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported approximately 2 mls of uncontained blue-green fluid leaked from a coulter ac·t diff analyzer onto the counter while cycling controls. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.